Event description:
It was reported that this right atrial (ra) lead exhibited oversensing, a gradual decline in the rv impedance measurements, undersensing and low amplitude. Which was suspected to be caused by a lead issue. No programming changes are available and the plan is continuing to be monitored. Currently, this product remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).